Manufacturer narrative:
A medtronic representative performed a system checkout. The rep found that the site was using a video tower close to the electromagnetic emitter of the navigation system. The video tower had a lot of metal in it. When the metal video tower was not in nearby the system passed all software, hardware and instrument testing. No fault found. System performed properly. The rep recommended to the site that they not use the metal video tower during navigated surgeries and to be sure that any other equipment which could cause interference is not too close to the navigation system emitter. After these setup recommendations were implemented by the user a successful surgery was completed and the system performed properly. Issue caused by or setup and resolved with user training.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system was being used as a demo. The entire process of preparation and registration was normal. After an hour of use, when attempting to change the instrument, the navigation system would not allow instrument verification on the curve suction. In trouble-shooting, the instrument cable was replaced and tested with all instruments in the tray. The tracking view window indicated the optimal position, the magnetic emitter was re-positioned and the field was cleared of all possible sources of magnetic interference. Navigation system was re-booted and patient was re-registered, however, issue was not resolved. After turning the navigation system off and then on, performing patient registration and re-positioning the emitter, the site successfully verified different instruments. Navigation was successfully restored and the surgeon verified accuracy using anatomical points. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). After trouble-shooting in the procedure, the navigation system functioned normally. No further issues. No parts have been returned to manufacturer for analysis.